Event description:
The customer reported that the 840 ventilator had an erratic screen while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse suspected the device and replaced the touchframe pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).